Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal and the upstream occlusion (uso) seal was buckling. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. The door latch makes a clicking noise and moves when opened and closed it all the way. There was no patient involvement.